Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that in the cardiac care unit an intra-aortic balloon (iab) was being inserted via the right femoral artery through a teflon sheath. The balloon was prepped per instruction and the physician had some difficulty inserting it. Once the balloon was completely out of the sheath, the physician tried to inflate the balloon with a 60cc syringe. The tip portion of the balloon did not inflate. The iab, sheath and spring wire guide (swg) were removed. A new iab was placed via the same insertion site successfully. There was no patient death, injuries or complications. The outcome of the patient is "good." Additional information received on (B)(6) 2010 from teleflex (B)(4) stated "yes, they re-stuck the patient at the same site for the second iab. The second insertion went well."